Event description:
Clinical adverse event received for superficial wound infection. The event is not serious and is considered mild. The event is definitely not related to device and is definitely related to procedure. (Right knee) original implant date (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).